Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that she got out of the shower and received a failed battery test alarm and then the display went blank. It was stated that the insulin pump does not have physical damage but was exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. The alarm history was checked and a failed battery test was found; alarm is not recurring. When customer woke up her blood glucose was 360 mg/dl and she is not sure if the insulin pump shut off at night. Current blood glucose value is 102 mg/dl. Customer receiving a replacement battery cap. Nothing further reported.